Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first mitraclip delivery system (cds) was implanted successfully. A second clip was advanced and to the mitral valve and the leaflets were successfully grasped. However, when removing the gripper line, resistance was felt and the gripper line could not be removed. The clip remained stable on both leaflets. The cds was removed over the gripper line and the gripper line was cut near the groin. Approximately 30 cm of the gripper line remains in the patient. Mr was reduced to 1-2. The patient remained stable. There was no reported adverse patient sequela or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient), are listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions, and due to the inability to remove the gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.